Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a b30 scope communication error occurred due to damage to the charged coupled device unit and the image was not displayed due to corrosion on the electrical contact. Additional findings include the following: the adhesive on the bending section cover had a chip, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the control unit had a scratch, the grip had a dent, switch 1 had a scratch, the scope cover had a scratch, the protector of the universal cord on the control section had a cut, the universal cord had a dent, and the light guide connector had corrosion. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions; disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for a diagnostic upper gastrointestinal (ugi) procedure, the bronchovideoscope exhibited scope communication error b30. Subsequently, the intended procedure was cancelled and postponed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.